Manufacturer narrative:
(B) (4): the product was returned for eval. Visual examination found the shaft was broken just above the tip.

Event description:
It was reported that the tip of the probe broke off. The tip did not "break into the pt." Although the instrument was used in surgery, no pt complications were reported.